Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 127 size 8 secur-fit advanced stem; cat# 1601-08127; lot# 316wh3. Unknown_joint replacement_product; cat# unk_jr ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the intra-operative fracture during the primary right hip procedure. After wasting a secur-fit stem which had an alleged ha coating issue, the second stem was opened. When the stem was being inserted, a femoral fracture was observed. The time and cause of the fracture are unknown. Surgery was converted to implant a restoration modular stem construct with two sets of dall-miles cables. Surgery was completed successfully with a delay of approximately 20-30 minutes (in addition to the previously reported surgical delay for the first wasted stem). Rep provided the case usage sheet, and may be able to obtain the operative report and x-rays only.